Manufacturer narrative:
Pump was received with failed battery test due to corroded battery tube. Unable to verify motor anomaly or perform the functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests due to failed battery test anomaly. Pump had minor scratched display window.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the piston does not recognize the reservoir. Customer's blood glucose levels were not included in the report. Product is being replaced.